Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the reconstruction of the anterior cruciate ligament with a quadriceps tendon, the white suture of the tightrope torn during tensioning. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with a different device (ar-1588tnt2). It was not necessary to switch the surgical technique or do a second surgery.